Manufacturer narrative:
Method: device will not be returned - discarded by the hospital. Additional manufacturer narrative: the surgeon provided additional information. His response indicated that the device had been explanted but was not explanted due to a device malfunction. Rather, the explant was procedure related. He further stated that there was "no defect with valve - patient exsanguinated." The surgeon indicated that the device was discarded; therefore, it will not be returned for evaluation. The operative report of (B)(6) 2010 was provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant due to excessive and unstoppable bleeding. Per the discharge summary: she underwent an urgent in-house tricuspid valve replacement [and] with aortic valve replacement after finding out that the degree of aortic stenosis was in fact, severe, on the intra-operative echocardiographic evaluation. Her procedure was prolonged and complicated by unstoppable bleeding from the lvot mandating multiple revisions of the valve and finally performing a bentail procedure. She did require massive amount of blood product transfusions and did receive 2 doses of facto viia. After a very prolonged pump run of 571 minutes and a cross-clamp time close to 400 minutes, the decision was made that this bleeding could not be controlled surgically and she was transferred to the cvicu in a very critical condition on a lot of inotropic and vasopressor support with the sternum open and the skin closed with 3 big drains in her chest. Her course continued to be unstable and the bleeding was not settling down and she eventually succumbed to massive mediastinal bleeding in the ICU at around 0230 hours on the morning of (B)(6) 2010. In summary, the patient was a high risk, (B)(6) lady, who required re-intervention for tricuspid valve rheumatic stenosis and regurgitation as well as critical prosthetic valve aortic stenosis and she died from uncontrollable bleeding postoperatively. Most responsible diagnosis: biventricular heart failure with tricuspid valve regurgitation. Secondary diagnosis: history of rheumatic heart disease with previous mitral and aortic valve replacements with mechanical aortic valve.